Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the irrigation channel snapped during a resection of acoustic neuroma procedure. The irrigation channel could not be used with the bur guard. The surgeon decided to use another handpiece with irrigation. The surgeon stated that the bur felt like it was vibrating/wobbling and then it snapped. The distal part of the bur was retrieved. The proximal part of the bur was stuck inside the drill. There was a delay in the procedure as a result of this event. There was no patient impact or injury.

Manufacturer narrative:
Analysis found that bur was damaged and jammed inside the handpiece. If information is provided in the future, a supplemental report will be issued.